Event description:
It was reported a small battery drive exhibited electronic control damage. The event occurred during procedure on an unknown date. No further information is available at this time. This is report is for a small battery drive. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The device was returned because it had electronic damage control and was received at service and repair, who confirmed this was the case. There is no further information available on this event. A review of the device history record (DHR) was performed and no complaint related issues were found.